Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostim ulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital and described the patient's mental status as confused. The caller stated that they thought the patient's mental status was related to the patient's parkinson's and dementia getting worse. When the patient was originally admitted to the hospital they had symptoms that included being disoriented, hallucinating, "not with it", and not following commands. The caller indicated that at the time of the call these symptoms resolved or improved since the admission to the hospital.